Event description:
It was reported that the 9800 system fialed to boot up and displayed blocks across the led display. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was found unplugged with the power switch still on. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.